Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the ventilator was alarming for a low internal battery issue. The device was evaluated at the manufacturer's service center and "service required" alarm conditions were observed in the device's downloaded error log. The ventilator's system board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an issue with the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board was found to be missing ferrite (e3).

Event description:
The manufacturer received information alleging a ventilator was alarming for a low internal battery condition. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.